Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Per the operative notes, the surgeon noted an inability to internally rotate the humerus satisfactorily, and determined at this point, that there was an intraoperative fracture. X-ray confirmed a short spiral fracture of proximal humerus. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a, the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent initial left reverse shoulder arthroplasty procedure. During this procedure, the patient experienced an intraoperative proximal humerus fracture. Patient's fracture was fixed with wires and procedure was completed without any further complications. No further information is available.